Manufacturer narrative:
A visual and physical evaluation was performed on the returned product, yielding results within specifications.

Manufacturer narrative:
The patient sought medical attention at an urgent care facility and was treated with antibiotics. It was reported by the dental office that although no specific confirmation was made regarding the health status of the patient, family members of the patient have had scheduled appointments with the doctor since that time and have not reported the patient as having any ongoing symptoms; therefore, they believe the patient has fully recovered. The product involved in the alleged incident was not returned; therefore, a retain sample was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process; the product was released within specifications and acceptable parameters.

Event description:
A doctor's office alleged that a patient had experienced a reaction with symptoms of skin irritation, redness and stinging on her elbow within one (1) hour of contacting the surface of a dental chair which had been cleaned prior to her visit with cavicide1.